Event description:
Info received indicates the bed exit does not always alarm.

Manufacturer narrative:
The technician found the tape switches were compacted and not always releasing. He replaced the bed exit tape switches to repair the bed.